Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. Per additional information received via follow-up on (B)(6)2022 , therapy was completed with another device and there was no patient impact.

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. Per additional information received via follow-up on 04nov2022, therapy was completed with another device and there was no patient impact.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not reproduced during evaluation. No repairs were needed. The device was reportedly receiving an alarm 80 and alarm 05 during use. Circulation pump assy and control panel replacement. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was/was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required correction: d,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.